Event description:
It was reported that during a procedure involving the implantation of an extravascular (ev) lead, a positioning issue occurred. A pre-discharge lateral chest x-ray suggested that the ev-lead was in the pleural space, which a computed tomography appears to confirm. The patient was scheduled to return in a few weeks for repeat imaging and defibrillation threshold testing. No further patient complications have been reported as a result of this event. .

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.